Event description:
The customer reported that the 840 ventilator switched off while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the backlight inverter pcb. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).